Event description:
It was reported by the or clinical coordinator the device was used during a laparoscopic cholecystectomy. It was reported the initial procedure was done on 7/20/1998 by the surgeon. At the time of surgery, there were no reported problems. Post operatively, the pt experienced pain and abdominal distention and presented to the ER on 07/23/1998. It is not known what testing was done in ER. The pt returned on 07/25/1998 to the ER and an emergent open laparotomy was done by the surgeon. The clip on the cystic duct was found to be almost off and the duct was leaking. The surgeon cleaned out the abdomen and reapplied clips from an er320 of a different lot. The clinical coordinator contacted and returned 4 units of the same lot to their dist on 7/24/1998. The dist replaced the 4 units.